Event description:
Complainant alleged that medics were attending to a pt in cardiac arrest and subsequent to a defibrillation, the device displayed "discharge fault" and "analysis halted" messages. The medics switched the device to manual-mode operations and administered a second shock to the patient. The medics were unable to continue therapy with the device and obtained a second device after several minutes and continued to treat the patient. The patient subsequently expired.